Event description:
It was reported that the patient experienced a jumping feeling in the abdomen. It was noted reprogramming had been performed. Follow up yielded no information. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.